Event description:
It was reported that a balloon would not deflate during a percutaneous transluminal angioplasty (pta) procedure. The 99% stenosed 2.0~2.5mm target lesion was located in the severely calcified anterior tibial artery. A 4f sheath was inserted using the ipsilateral approach through the femoral artery. The guide wire crossed the lesion, but the 1.5mm x 20mm x 142cm coyote es was unable to cross due to severe calcification. A guide wire was pulled through by distal puncture, so the device was able to cross the lesion under pull-through state. The physician inflated the balloon to 12 atm. After the dilatation was performed, the physician attempted to deflate the balloon, but the balloon was unable to deflate. The balloon was able to retract into the sheath because the size of the balloon was 1.5mm. This device was removed with the balloon still inflated. The procedure was completed with another of the same device. There were no patient complications and the patient¿s current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).